Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump screen went blank even after changing the battery. The user was unsure if the insulin pump had been dropped or exposed to water. The user reported residue on the battery cap. The user reported that the screen came up but as a black screen. The user did not recall a blood glucose reading. The battery compartment and spring were not damaged or corroded and the contacts were not missing or damaged. The user was advised to insert a new battery and reported that the display did not return. The insulin pump was not exposed to extreme temperatures or direct sunlight. The black screen did not disappear.